Manufacturer narrative:
Endologix continues to investigate the reported event. Endologix will submit a supplemental report in accordance with 21 cfr 803.56 when additional information becomes available. Device remains implanted in the patient.

Event description:
It was reported that approximately 23 months post implant of bifurcated device and a suprarenal aortic extension a type I and type ii endoleak was identified on a computed tomography scan. The physician treated the patient with an additional suprarenal aortic extension, which successfully corrected the type I endoleak and the type ii endoleak was noted to be resolved at this time. Reportedly, the patient tolerated the procedure well.

Manufacturer narrative:
The device remains implanted in the patient hence device evaluation could not be performed. However, review of the medical records, performed by a clinical representative confirm the reported endoleak. Based upon the investigational findings, the cause of the reported event could not be determined based upon available information. A manufacturing record review was performed and the lot met all release criteria with no issues or deviations that would explain the reported event. The lot usage history showed that no other units from the same lot have been involved in any similar event. The product labeling was reviewed and confirmed that the reported event is adequately captured in the existing labeling.